Event description:
Customer reports patient who has been tpn dependent since birth experienced hyperbilirubinemia and abnormal liver function tests after receiving tpn solution containing baxter's travasol solution. Medwatch report received from facilty indicates patient with congenital gastroschisis, now with short gut & tpn dependant. Their bulirubin levels have slightly elevated until 8/04 when they became markedly increased. Currently bilirubin total 11, bilirubin direct 8.9. Pt probably to be readmitted for work up for repeat liver transplant. Follow-up information received on 10/2004 confirmed the patient had a diagnosis of short gut due to gastroschisis and tpn dependence with tpn cholestasis.